Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results from 4 patient samples tested for thyrotropin (tsh) and thyroxine (t4). The customer was testing on 2 different e601 analyzers. The tsh and t4 results for patient 1 were erroneous and were reported outside of the laboratory. The tsh and t4 results for patient 2 were not reported outside of the laboratory. The erroneous tsh results for patient 3 were reported outside of the laboratory. No erroneous results were reported outside of the laboratory for patient 4. For patient 2, 3 & 4 only the data for tsh is a reportable malfunction. This medwatch will cover e601 analyzer with serial number (B)(4). Refer to medwatch with (B)(6) for information for e601 analyzer with serial number (B)(4). Patient 1 initial (B)(6) result on e601 analyzer with serial number (B)(4) was 2.89 pmol/l. The initial (B)(6) result was 0.061 mu/l. These results were reported to the physician who did not believe the results. On (B)(6) 2015 the sample was repeated on e601 analyzer with serial number (B)(4) and the t4 result was 16.41 pmol/l and the tsh result was 2.61 mu/l. The sample was repeated on a different e601 analyzer with serial number (B)(4) and the t4 result was 15.86 pmol/l and the tsh result was 2.63 mu/l. On (B)(6) 2015 patient 2 ((B)(6) male) initial tsh result on e601 analyzer with serial number (B)(4) was 0.07 mu/l. On (B)(6) 2015 the sample was repeated on e601 analyzer with serial number (B)(4) and the tsh result was 3.87 mu/l. None of the results for this patient were reported outside of the laboratory. On (B)(6) 2015 patient 3 ((B)(6) old female) initial tsh result on e601 analyzer with serial number (B)(4) was 0.046 mu/l. The tsh result of 0.046 was reported outside of the laboratory. The sample was repeated on e601 analyzer with serial number (B)(4) and the tsh result was 2.08 mu/l. On (B)(6) 2015 patient 4 ((B)(6) female) initial tsh result on e601 analyzer with serial number (B)(4) was 0.076 mu/l. The sample was repeated and the result was 2.71 mu/l. The erroneous results were not reported outside of the laboratory. The repeat results were reported outside of the laboratory. No adverse event was reported for any patient. The t4 and tsh reagent lot numbers and expiration dates were not provided. The most likely root cause is related to poor sample quality. The alarm trace from e601 analyzer with serial number (B)(4) contained multiple abnormal aspiration alarms and abnormal probe movement.